Manufacturer narrative:
Concomitant products: product ID: 3708220, serial# (B)(4), implanted: (B)(6) 2011, product type: extension. Product ID: 3708220, serial# (B)(4), implanted: (B)(6) 2011, product type: extension. Product ID: 3888-33, lot #v792971, implanted: (B)(6) 2011, product type: lead. Product ID: 3888-56, lot# v748249, implanted: (B)(6) 2011, product type: lead. Product ID: 3888-45, lot# v742234, implanted: (B)(6) 2011, product type: lead. Product ID: 3888-45, lot# v799633, implanted: (B)(6) 2011, product type: lead. (B)(4).

Event description:
A health care provider reported via a manufacturer's representative that the consumer was experiencing a burning sensation in two areas. They reported the burning sensation started 8 months prior to the report in the lead area that disappeared when stimulation was off and a burning sensation in the implantable neurostimulator pocket area that continued to burn when stimulation was off which occurred 6 months prior to the report. The burn was described to be like a stretching burn. There were no falls or trauma that could be related to the issue and it was not related to positional movement. It was also noted that there was no potential source for electromagnetic interference. The change in symptoms was noted to be sudden. The indication for use was non-malignant pain and lumbar radiculopathy. Should additional information be received, a follow up report will be sent out.